Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from meter memory of 234, 294, 255, 198 and 123 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 142 mg/dl and 227 mg/dl using truemetrix meter; customer was not satisfied with these results. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 10/24/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set; time does not reflect the readings were taken back to back but customer insisted that they were): (B)(6). Memory concerns: customer is concerned with all of the results.